Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a paradigm insulin pump, connected the sensor to the transmitter and placed it in solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. Sensor passed per specifications. Cannot perform test as the sensor was beyond its expiration date. Analysis was also found sensor with cannula bent. Analysis was unable to confirm customer received sensor in said condition due to customer returned opened/used. (B)(4).

Event description:
The customer reported via phone call that they had sensor discrepancies. The customer¿s blood glucose during the reported event was 114 mg/dl while their sensor glucose was reading at 59 mg/dl. Troubleshooting was performed. Insulin delivery was suspended due to sensor glucose values. The sensor glucose value that triggered the suspend event was 59 mg/dl. The suspend on low limit in the sensor setting was 60 mg/dl. The sensor was returned for analysis.